Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips lithium-ion battery was unusable due to voltage reduction found during periodic maintenance 1. The device did not have patient involvement at the time the issue was discovered. There was no patient or user harm reported. The authorized service provider (asp) confirmed the reported issue. There is no occurrence of an error related to the lithium-ion battery. The asp replaced the lithium-ion battery, and the issue was resolved. The following parts were replaced for periodic maintenance: oxygen inlet filter, air inlet filter, and cooling fan filter. No other abnormality was confirmed. The unit was checked overall, cleaned, run in tests, and functionally tested.